Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: rods (part # 04.659.085, lot # 9362462, quantity 2), mis locking cap (part# 04.628.103, lot# l201372, quantity 2); mis locking cap (part# 04.628.103, lot# l093112, quantity 1); mis locking cap (part# 04.628.103, lot# 9618029, quantity 1) and mis fracture clamp (part# 04.628.101, lot# l346236, quantity 4).

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary investigation site: (B)(6). Selected flow: damaged. Visual inspection: the visual inspection of the complained purple unknown schanz screw shows that a part of the threaded tip is broken off. The broken part is not available. Further evaluation of the schanz screw has shown that residue of cement are visible at the tip as well in the long hole. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The anodized purple layer is worn away at the damages which indicates that they were caused post-manufacturing. Document/specification review: according to our surgical technique "uss fraktur mis perforation" we have found that the article in question is a mis schanz screw ø 5.0mm, perforated (art. 04.627.6xxs; reviewed drawing se_390255 revision c). Based on the mentioned above damage it can not be clearly identified anymore. Furthermore that during the surgery the shaft with the specific article number / lot number of mis schanz screw were reduced / cut off. As the article and lot number is unknown we are not able to research the device history record and the manufacturing documents which shown dimensional, visual and packaging criteria at the time of release during the manufacture that would contribute to this complaint condition. Summary: the received condition of the schanz screw is concordant with the complaint description and the complaint condition is confirmed. The microscopic view of the broken surface does not show any anomalies of materials structure. The fracture face is homogenous surface what indicates material conformity. Based on the received information that the patient suffered a fall (with fracture of some rips) also fracture of some screws at endplate area was diagnosed. Such a excessive force during patient - fall lead a mechanical overload situation of the schanz screw, which finally caused the post manufacturing damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: the patient was treated with a universal spine system construct (uss) minimally invasive surgery (mis) spinal system on an unknown date. After the patient suffered a fall (with fracture of some ribs) the fracture of some of the screws at the endplate area were diagnosed. The intracorporeal screw fracture of the proximal implants threatened perforation to the cranial wall. The screw fracture was confirmed in a routine radiological control. Clinically, there were no symptoms or signs of infection or loosening. The patient was symptom-free with good age-appropriate mobilization and mobility, no neurological abnormalities, complete bony consolidation of lumbar vertebrae 1 with discrete reduction in terms of increased kyphosis angle. The complete construct was removed at successfully the end of (B)(6) 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, b6, d6, d7, e1, h6. H11 corrected information: g1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown schanz screws/ unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: patient was treated with a uss mis spinal system at an unknown date. After patient suffered a fall (with fracture of some rips) also fracture of some screws at endplate area was diagnosed. The complete construct was removed end of (B)(6) 2019. Concomitant device reported: unknown rods (part # unknown, lot # unknown, quantity 2), unknown locking/ locking devices (part # unknown, lot # unknown, quantity 4) and unknown fracture clamps (part # unknown, lot # unknown, quantity 4). This complaint involves four (4) devices. This report is for one (1) unk - schanz screws. This report is 3 of 4 for (B)(4).